Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing blood glucose (bg) levels ranging from 40-65 mg/dl during the night. Milk or juice was consumed to address the low bg. The customer stated that the basal rate was too high. The healthcare provider was contacted and the settings on the pump were adjusted.